Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s second lead was replaced due to damage from a nighttime seizure. Additional information received reported that the patient was epileptic and had a seizure. The implantable neurostimulator (ins) and the lead were replaced.